Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that after insertion the foley catheter was unable to be inflated. No medical intervention reported.

Event description:
It was reported that after insertion the foley catheter was unable to be inflated. No medical intervention reported.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to a " kinked lumen". The lot number is unknown; therefore, the device history record could not be reviewed. As no lot or product catalog # was returned, a labeling review could not completed. . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.